Event description:
Customer reported that buttons on the pump were sometimes sticky and would get stuck. There was no adverse impact to the customer's blood glucose level. The customer declined follow-up troubleshooting from technical support.